Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced halos/starbursts and dry eye on both eyes (ou) at a 3+ month post op exam. A description from the surgery center indicated the patient presented with halos/starbursts at night with no improvement since the initial laser procedure. It was reported the dryness has improved. The surgery center indicated the symptoms have not been resolved and had the patient start on alphagan p eye drops. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/15 -.25 x -.75 x 100, left eye pre-op 20/15 -.25 x -1.00 x 85. Bcva from (B)(6) 2018: right eye post-op 20/15 .25 x .00 x 90, left eye post-op 20/15 .25 x .00 x 90.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.